Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due a defective video cable unit. The cable unit is likely to be defective due to one or more of the following: 1. Cable pins are too small for shield cables. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process may not be up to date. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation confirmed the customer¿s reported problem, stripes in the image due to a defective video cable. A review of the device history records showed that the device was manufactured according to valid instructions and met all specifications. The device was last serviced via repair in july 2022 for a scope communication error due to a defective cable. Also a repair was performed in august 2022 for a detached grip. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a laparoscopic surgery, the high definition endoeye ii, autoclavable video telescope was found to have ¿stripes in the image occasionally¿. The facility finished the procedure with another device without delay. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: the device displays a purple-colored image due to a defective video cable unit. No death or injury and no impact to patient or other was reported.